Event description:
It was reported, one of the locking teeth of the distal part of the gamma 3 guide broke and would not allow it to lock into a 125 deg angle. Surgeon then used a 120 deg nail.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.